Event description:
It was reported that during ureteral soft endoscopic procedure, the console stopped working. Therefore, the procedure was stopped. There were no patient complications reported. The patient underwent the procedure after the console was operating normally. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.